Event description:
The customer reported that no image was displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.